Event description:
Paramedics responded to a person, described as conscious and alert. The device was connected to the patient for cardiac monitoring. At some time during patient monitoring, the device locked up and would not respond to keypresses. The patient was transported to the hospital and no adverse affects were reported as a result of device use.